Event description:
The product was used during a laparoscopic appendectomy procedure. Reportedly, the instrument was difficult to close and did not fire. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.